Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, the cause of the reported difficult to open or close (clip jumping), and the reported difficult to open or close (clip open - difficult), could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report clip jumping. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation with grade 4 and flail. A mitraclip xtw was placed at a2p2, but there was a delay with opening the clip in the left atrium. When the clip did open, it suddenly sprung open. It was noted that the clip delivery system (cds) was curved more than 90 degrees. Troubleshooting was performed and the clip was implanted. The procedure was completed with one clip implanted. The mr was reduced to trace. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.